Manufacturer narrative:
This report is submitted on 16 march 2020.

Event description:
It was reported that the patient experienced a performance decrement with device use, subsequently the device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2020-00161. This report is submitted on 18 may 2020.